Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgeries on (B)(6) 2015 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Patient code: (B)(6)- surgical intervention, (B)(4). Device code: hernia recurrence occured. It was reported that the patient underwent mesh revision on (B)(6) 2015 due to hernia recurrence.